Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "the sheath from the PICC line pack snapped when being removed from the patient. They were unable to removed 2.5cm of the sheath from the patient. The doctor reassured the patient that the remaining fragment would not cause any harm."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with two relevant findings. For part number eb-01051-002 and batch 34c23k0159, two non-conformances were initiated. It cannot be confirmed if the reported event is associated with these non-conformances without the returned sample. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "the sheath from the PICC line pack snapped when being removed from the patient. They were unable to removed 2.5cm of the sheath from the patient. The doctor reassured the patient that the remaining fragment would not cause any harm."